Manufacturer narrative:
The device was not directed to the complaints team for evaluation. The device was sent to the memphis gdc, and will be handled through the field inspection process. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that a malfunction has occurred. Surgeon was impacting on top of cut block while using navio plane visualization tool when anterior portion of block broke off. Surgeon later decided to downsize to size 6 femoral component and it was confirmed that broken piece could fall into the patient.